Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the batteries were not lasting 48 hours. The customer states they had changed batteries and the issue was resolved, but soon after returned. It was reported that the customer received replace battery now alarm. The customer's blood glucose level at the time of incident was 138.6mg/dl. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed full functional testing, including the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. The pump was monitored without a battery for 10 minutes. After re-inserting the battery, no unexpected replace battery now or low battery alarms were noted. The pump was received with a scratched case.